Event description:
The user reported that during a routine follow up on an esophageal stent placement for a stricture in the trachea, a fistula was observed at the proximal end of the stent. The physician placed an additional stent to treat the fistula. The patient was undergoing chemotherapy and radiation therapy during this time. No additional harm or injury to the patient was reported. Implant date of (B)(6) 2015 is an estimate.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.